Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as the patient was attempting to disconnect from the cycler when the transfer set broke completely apart making disconnection impossible and the patient was advised to "cut the cassette tubing". The patient was treated with vancomycin for the event. The patient hospitalization, action taken with pd therapy and patient outcome were not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
D1: the reported product is an unknown baxter cassette. The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the event was associated with use error, (cutting the tubing). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.